Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10. Additional contact information: (B)(6). A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse inspected the unit and found the power switch to be damaged and very sensitive to touch when powering on or off. Ordered and replaced the switch (0012-00-1675). Fse also found there to be faults of 137 in the logs. This pointed toward the video generator board. Replaced the board with the video generator board to the display monitor kit. Ran the unit trying to make it shut down and the unit operated correctly. The unit was approved for clinical use and returned to the user. The failure analysis and testing dept. Received video generator boar, with a reported unit failure of a fault 137 in the logs. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No issues or error codes could be confirmed. This board is obsolete and no longer able to be tested by a supplier. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit powers off after turned on. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.